Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: sample ID's are (B)(6).

Event description:
The customer observed falsely elevated alinity I afp for one patient. The following results were provided (reference range <=8.8 ug/l): on (B)(6) 2025, sid (B)(6), initial afp result (B)(6) = 559.12 ug/l; (B)(6) 2025, another sample was collected, sid (B)(6), initial result (B)(6) = 6.37 ug/l; (B)(6) 2025, repeat result= 5.78 ug/l, (B)(6) 2025, repeat result on another analyzer (B)(6 )= 5.69 ug/l. Additional results provided: ca125 result= 3.6 u/ml; cea result= 1.00 ug/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I afp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 73014fz00. A device history record review did not identify any related potential non-conformance's, deviations, or non-conformance's associated with the complaint lot. Customer field data was used to assess the performance of the alinity I afp assay using worldwide data. Review shows that the median patient result for the lot: 73014fz00 is comparable with other lots in the field and within established baselines, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Based on the investigation, no systemic issue or deficiency of the alinity I afp reagent lot: 73014fz00 was identified.

Event description:
The customer observed falsely elevated alinity I afp for one patient. The following results were provided (reference range <=8.8 ug/l): on (B)(6) 2025, sid: (B)(6), initial afp result (B)(6) = 559.12 ug/l; on (B)(6) 2025, another sample was collected, sid: (B)(6), initial result (B)(6) = 6.37 ug/l; on (B)(6) 2025, repeat result= 5.78 ug/l, on (B)(6) 2025, repeat result on another analyzer (B)(6) = 5.69 ug/l. Additional results provided: (B)(6) result= 3.6 u/ml; cea result= 1.00 ug/l there was no impact to patient management reported.